Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reaction reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after the sensor was applied, the area on the abdomen began to itch and a red blister developed. Patient continued to wear the sensor until the sensor session ended on the tenth day. Patient treated the affected area with a topical steroid cream, previously prescribed on (B)(6) 2018. At the time of contact, it was indicated that the patient was healing. No additional event or patient information is available.